Event description:
The facility had stated that the surgeon successfully implanted a model aa4204vl intraocular lens. However, during the irrigation and aspiration portion of the surgery, the physician tore the posterior capsule as a result of user error. There was no product malfunction. The lens was removed without further injury.